Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor glucose was reading 41 mg/dl while their blood glucose was 112 mg/dl and the insulin pump kept suspending delivery. They took the sensor off. The sensor will not be returned for analysis.